Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp via a representative on (B)(6) 2020 reporting that the cause of the shocking was not known. When the patient met with the representative in march, the sensor and adaptive stimulation were programmed and activated. The patient was pleased with the overall improvement since surgery. There were no reports of shocking except if they would recline and forget to lower intensity. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient called their physician¿s office stating that they were getting shocking from their stimulator. After talking with the patient it was determined that they were getting shocking down their right leg and they had an increase in intensity/frequency over the last two to four weeks and this only happened when their stimulator was off or losing charge. The patient stated that this started off as a static electric shock, but now it happened two to three times per day even when laying in bed or sitting, or when the ins is off. The patient was scheduled for an appointment with a manufacturer representative (rep) and healthcare provider (hcp) on (B)(6). The issue was not resolved at the time of the report. No surgical intervention occurred and it was asked but was unknown if surgical intervention was planned. The event began in (B)(6) 2020. No further complications were reported/anticipated.